Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 3006705815-2019-02276. It was reported that the patient had a fall and the leads migrated resulting in inadequate therapy. X-ray confirmed lead migration. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Event description:
Manufacturer reference report: 3006705815-2019-02276.